Event description:
It was reported that during patient care, the autopulse resuscitation system gave low run times with two different nimh batteries. The first battery lasted less than 5 seconds and the platform indicated ¿low battery¿ message. A second battery was used and the same issue occurred again. Medics reverted to manual CPR after use of the second battery for the remainder of the case. Customer indicated that batteries were just rotated that morning. No adverse patient sequelae was reported.

Manufacturer narrative:
Zoll circulation has received the product in complaint and a supplemental report will be provided when investigation is completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and revealed the following: the top cover was cracked and the battery partition cover was missing. A root cause for the damages observed during visual inspection could not be determined. Note: the batteries used with this platform were not returned for evaluation by the customer. Functional testing was performed with test batteries and the reported failure could not be replicated. The platform ran for 30 minutes on a test manikin and an additional 10 minutes with a large resuscitation test fixture with no issues noted. A review of the platform archive revealed the following: on (B)(6) 2013, the platform was run for 42 minutes with battery (s/n (B)(4)) for a total of (B)(4) compressions with no problems occurring. On the reported event date of (B)(6) 2013, multiple user advisory (B)(4) faults (battery voltage too low during compression) were found to have occurred while batteries with s/ns (B)(4) and (B)(4) were being used, thereby confirming the reported complaint. The archive shows that the voltages of these two batteries was too low while the platform was in use leading to the ua (B)(4) faults. In summary, the reported complaint was confirmed based on review of the archive data which indicates ua (B)(4) faults occurring as a result of batteries with low voltage were being used.